Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the vela ventilator was alarming high pressure while on a patient. They claim the patient was crashing, the ventilator was removed from the patient and manually ventilated then the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.